Manufacturer narrative:
The returned valve was patent. It also met the requirements for reflux, pressure-flow, and preimplantation testing. However, it did not meet the requirements for siphon and leak testing due to a large tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that "low tear strength is a characteristic of unreinforced silicone elastomer materials". It also cautions that ¿improper use of instruments in the handling of implantation of shunt products may result in the cutting, slitting or crushing of components¿. Approximately 23.5 cm of the ventricular catheter was returned. Approximately 92 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery on (B)(6) 2015 due to a brain cyst. According to the report, no abnormality was found with the shunt before opening the package. During testing prior to surgery, the shunt was found to be leaking. Reportedly, the doctor used a new shunt to complete the surgery and there was no injury to the patient. According to the report, the patient was doing well.